Event description:
It was reported that a spectrum pump would not remain powered on before set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was not reproduced. Evaluation found a burned component on the input/output printed circuit board (I/o pcb). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the I/o pcb. The I/o pcb will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.